Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: a3, b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, h11. Review of the most recent repair record determined the calibration and test cut were not checked prior to repair due to a warped comb. The ratchet gear was replaced due to it would not fit onto the bottom roll. The ratchet was lubricated. The comb, bottom roll, fasteners, ball detent and gear were replaced due to wear and damage. The unit was calibrated and tested. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Event description:
It was reported on nov 13, 2023, that the items were sent in for maintenance. There was no harm or injury to the patient as there was no patient involvement. After due diligence was conduction, it was discovered that the device appeared to be sticking as the handle was not turning the mesher very well. Due diligence is complete. No additional information is available. No adverse event reported.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4) g2, country event occurred in: canada. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.